Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replace the battery and the power controller distribution assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator ¿shutdown¿ and generated a ¿battery inop¿ error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the breath delivery (bd) power controller and bd power distribution boards were returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Both boards were installed in the test ventilator for analysis. The ventilator powered up on alternating current (ac), no issues were noted. Once the ac was removed, the ventilator failed to run on the battery, also causing a hardware short circuit fault on the test primary battery. The fault was isolated to the r6 resistor on the bd power distribution board. If information is provided in the future, a supplemental report will be issued.